Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1, d4 (version or model #, catalog # & UDI #), d9, h3, h6 (remove "testing of actual/suspected device/10" code from type of investigation, investigation findings).

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The call was taken through the emergency support line. The rn in the ccu called and stated she thought she had the issue fixed, but the leads on the cardiosave ¿keep acting funny¿. She stated she had changed out the leads several times, but the pump continued to say there was an issue. The rn sent a screenshot of the help screen (1 of 3) for an unable to update timing alarm. She also stated the patient was on an impella and the iabp. The rn was explained over call that the unable to update timing was occurring with the impella. She was asked to place the pump into semi-auto mode. The getinge field service engineer (fse) has not been on the site yet as no repair call was placed.

Event description:
It was reported by the customer that during patient use, the cardiosave intra-aortic balloon pump (iabp) continued to say the ECG leads were having an issue even after changing it several times and the help screen had an unable to update timing alarm. The patient was on an impella and the iabp. There was no patient harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted after completion of our investigation.